Manufacturer narrative:
The issue was reported to theragenics for investigation. Theragenics received a complaint on may 23, 2016 regarding order (B)(4) in which the customer reported the outer box of the order had the wrong patient name on the label. The customer did confirm, however, that the inner box had the correct patient name and the contents of the package were as intended per the purchase order. During the assembly of order (B)(4), additional labels were required to be printed to complete the order. As the request for additional labels was made, the operator reprinting the labels entered order number (B)(4), resulting in the wrong patient label for a different order getting printed. The incorrect label applied to the outer box was then not verified by the operator applying the label prior to shipping. The labeling did not impact the overall production of the order and all other release requirements and specifications were met. The investigation concluded that all other items for order (B)(4) were appropriately labeled and that the order was assembled as requested per the customer's purchase order. Moving forward, an additional independent verification will be required any time an extra set of labels is requested for an order. Conclusion: site contact reported on 11-may-2016 the labelling error for an rsrx treatment, the outer box tertiary package had wrong patient's name. The inner packaging had the correct details and right specifications. The wrong labelling happened when reprinting the labels due to entering wrong order number (B)(4) instead of (B)(4). This error has the potential to cause serious harm to patients with incorrect dose and treatment. Device not returned to MFR,

Event description:
This report is a health professional report from the united states that involves a patient (age and sex not reported) who received an administration of rapid strand rx after it was discovered that there was incorrect label information on the tertiary packaging. The patient's concurrent medical conditions/past medical history and concomitant medications were not reported. On 02-may-2016, the reporter received an order of rapid strand rx and the product's outer package had the wrong patient name. Upon investigation, it was found that the outer label belonged to a different medical facility. This error occurred during the label printing for a different order that required additional labels. The operator performing the printing entered an incorrect (different) order number instead, which resulted in the wrong patient label. The incorrect label was applied to the outer box and was then not verified by the operator applying the label prior to shipping. The inner package had the correct patient name and the contents of the package were as intended per the purchase order. The patient received the correct implant with this product. On (B)(6) 2016, the patient received an implantation of rapidstrand rx 41.60 mci. The lot number was provided as 13314798. No adverse event was reported. This labeling error has the potential to cause serious harm to patients with incorrect dose and/or treatment. Quality assurance investigation summary: ge healthcare maintains that all manufacturing processes are validated to approved standards and in compliance with all applicable regulatory requirements. Appropriate process controls are in place to detect and control defects within the manufacturing process. All processes and products are manufactured within the guidelines of good manufacturing practice (gmp) and adhere to the strict parameters of their governing sops. Periodic review of these processes ensures that all aspects of product manufacture are in a state of control and there have been no systemic issues identified. Quality assurance investigation finalized.